Event description:
Report rec'd of a pt who became "lethargic and unable to awaken while the device was in use." The pump had been in homecare use since 7/1/98 to administer morphine 500mg/100ml at 2mg/h with one 2mg pca bolus available every hour. On 7/5/98, the pt continued to experience discomfort and the continuous rate was increased to 3mg/h. The pump remained in use without any reported problems. A new container was started on 7/12/98. On 7/13/98, the pt experienced "vagal response after the homecare nurse removed a fecal impaction." At that time, the pump remained at 3mh/h, the pt was awake and alert and the IV container had the expected amount of solution remaining. The pt was brought to the hospital for this incident and the pump and morphine were transported with him and remained in use. At approx 9:30-10:30 am the following day, the pt's physician observed the pt to be lethargic and unable to be aroused. The IV container was reportedly empty. The expected total delivered amount at that time was approximately 40ml. The infusion was stopped. The pt rec'd one dose of narcan and his condition "lightened." He was discharged home the following day. No report of any adverse sequelae was rec'd. No further info was available.